Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing electrode migration. A CT scan confirmed the migration. Programming adjustments were made however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Additional information - section: b3, d6b, & h6. The recipient was explanted. The recipient was re-implanted with another advanced bionics cochlear device. The recipient is performing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.